Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling. Follow-up from four days post-procedure indicated no change in patient status.

Event description:
During a pulmonary vein isolation (pvi) procedure, phrenic nerve paralysis was confirmed during ablation of the right superior pulmonary vein (rspv). At the end of the procedure phrenic nerve pacing confirmed there was still no phrenic nerve capture.